Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
Report received of a nondelivery. The pump was programmed to deliver an unspecified concentration of taxol. No specific programming parameters were provided. Upon initiation of the taxol infusion, the nurse noted the pump display incrementing as though delivery were occurring. The customer reported that the nurse "stepped away from the patient," returned 20 minutes later, and reportedly noted that "the taxol container was still full and none of the medication had infused." The pump was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.